Event description:
The physician reported during a coil embolization, after the first stent placement, the suspect stent in question was prepared to be implanted and the surgeon noted the proximal part of the microcatheter was damaged. The physician completed the procedure with the use of another similar device. There was no allegation of harm.

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for further investigation. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and/or significant info is found, a supplemental report will follow.